Event description:
Blood glucose levels reported during the event was high. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-00618), was submitted on 04-april-2025. Upon receiving additional information, new event date was discovered. Additional information - this MDR is being submitted to include the below: b3: date of event to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event on (B)(6) 2025 where infusion set tubing was detached. The site was patient's abdomen and issue occurred after bathing. No further information available.